Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a device that did not alarm when infusion completed could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that the alaris device did not provide an audible or visual alarm to indicate that the tpn infusion was completed in the nicu. There was no patient harm.